Manufacturer narrative:
Fin (B)(4). Customer reported a donor reaction after drbc collection after they left the facility. The donor is a diabetic and is controlled by diet and oral medication. This was the donor's first apheresis donation. Prior to this he had been a whole blood donor. The donor tolerated the donation well at the donation site and did receive ns (normal saline) replacement solution with the drbc procedure. The donor had no reactions at the donation site. The donor contacted the center on (B)(6) 2009 to report that he had developed periorbital edema and generalized swelling and that his blood sugar had gone up to 300 following the procedure. The center contacted the donor on monday, (B)(6) 2009 and at this time he reported that the swelling had greatly improved and that his blood sugar had returned to normal. The set was not available for root cause analysis. A DHR review was conducted based on the lot number of the kit provided by the customer. The review showed no mfg anomalies occurred during production and nothing of this type of incident was reported from this lot. Sterilization record did not show any anomalies in the process either. Conclusion: the donor reaction is thought to be related to his diabetes, but no firm conclusion could be drawn. No anomalies were noted in the mfg records for the set.

Event description:
This report is being filed as a result of changes in our MDR eval process. We have changed our process to better align with current agency policy. Customer reported a donor reaction after drbc collection and after left their facility. This report is being filed due to the donor reaction.